Manufacturer narrative:
The insulin pump received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. Customer stated the top portion of the screen would sometimes disappear. Blood glucose level at the time of the incident was not provided. Before the end of the call the display anomaly happened again. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.